Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a temperature reading of 107 degrees at the elbow and 112 degrees at the base which exceeds the operational temperature specifications (103 degrees). It was also observed that there was an oily residue on the bearings causing the device to exceed the operation specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and or lubrication which is failure to follow the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical surgical procedure, it was observed that the attachment device was getting hot to the point that the device had to be wrapped with a rag to use it. There were no delays to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.